Event description:
The customer contacted heartsine to report that their device failed to deliver voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was found that the encapsulating material from the top of crystal y4 was missing. The cause of the reported issue was determined to be the damaged y4 crystal of the speech chip u21 circuitry. The device was scrapped and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to deliver voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.